Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A facility reported that during a patient procedure, using a glidescope video baton 2.0 large, the image on the connected glidescope core 10-inch monitor flickered and blacked out during the procedure. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
B4, d8, g3, g6, h2, h6, h11. Verathon received follow-up details from the canadian distributor/importer stating that the facility's initial troubleshooting of the subject device identified excessive play in the video baton port. It was also reported the device is no longer available and was sent to a third-party vendor for repair. (The subject device is designated by verathon as non-repairable. Verathon does not support. Verathon does not provide service documentation, replacement parts, or repair support for this device, and therefore does not support third-party repair activities.). Verathon was unable to perform an evaluation of the subject device, therefore the cause could not be determined. Upon review of the device history for the video baton, it was determined that the device was manufactured on 11-feb-2021 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the age of the device, four (4) years and ten (10) months, may have caused or contributed to the event. Review of complaint history for the reported video baton serial number did not identify any previous complaints reported to verathon. Trending analysis for glidescope video batons does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.